Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion); (cause is unknown). Evaluation, conclusion: (cause is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter fusiform abdominal aortic aneurysm approximately 30 months ago. Vessel morphology was reported as at the time of implant, the external iliac artery was mildly tortuous and the common iliac artery had severe thrombus. It was reported that seven days post index procedure a limb occlusion was discovered. The occlusion was within the ipsilateral limb, from the flow-divider to the end of the extension. The physician performed a thrombectomy with a fogarty catheter and the blood flow was restored. Additionally, an excluder was implanted within the ipsilateral limb. The physician commented that the exact cause of the occlusion is unknown, however there is a possibility that the tortuous right iliac artery was stiffened when the stent graft was place, resulting in limited blood flow. No additional clinical sequelae were reported and the patient is fine. Films were reviewed. The pre-implant films show that the proximal aortic neck diameter was 18 x 19mm below the renals, and 2-3cm below the renals measures 14 x 15mm (flow lumen diameter); the neck then angulates into the aneurysm sac. The 5cm aaa contains thrombus (3cm max flow lumen). Film post-implant were not provided; the occlusion could not be assessed and the cause could not be determined.

Event description:
Correction: should be "one month ago."